Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 29mm navitor transcatheter aortic valve was selected for implant on (B)(6) 2024 using a large flexnav delivery system. The patient had a pre-existing pacemaker. The left coronary artery (lca) height was measured as 15.3mm and the right coronary artery (rca) height was measured as 17.8mm. The annulus diameter was measured as 26.1mm. Transseptal access was obtained from the right femoral side. The patient was noted to have severe calcification and no tortuosity. The vessel was pre-dilated using a non-abbott balloon. A 16f non-abbott introducer sheath was inserted followed by the delivery system. All 3 retainer tabs released. The device was implanted. While removing the sheath, it was observed that the delivery system perforated the right femoral artery (rfa). A non-abbott stent was used to close the rfa. The patient status was stable.

Manufacturer narrative:
An event of use-related tissue damage was reported. A return device assesment could not be perform because device is not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Fluoro images of the procedure up to 80% valve deployment were provided. Imaging from the delivery system removal and perforation of the femoral artery were not provided. It was noted that more than 2 resheaths of the valve were performed during the procedure; it is unclear if that had any impact on the femoral artery perforation. Based on available information, the reported event appears to be related to procedural conditions. There is no indication of a product quality issue with regards to manufacture, design, or labeling.